Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the lock icon would not come on when in lock mode. The liquid crystal display was out of specification and it was replaced. (B)(4)

Event description:
It was reported that the lock icon would not come on when the external pulse generator was in lock mode. It was noted that the device did lock, but it was not indicated on its display. The generator was returned for service. No patient complications have been reported as a result of this event.